Manufacturer narrative:
Approximate age of device - 3 years, 1 month. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. Review of the patient's system controller log file by the manufacturers technical services representative showed driveline fault alarms on (B)(6) 2018 and a pump stoppage event on (B)(6) 2018 while on external battery power. The data recorded in the log file appeared to indicate a driveline phase to phase short issue. The pump suddenly stopped functioning and the clinicians were unable to restart it. The patient decompensated requiring initiation of extracorporeal membrane oxygenation (ECMO) support. The surgeon requested an external driveline splice be done by the manufacturer; however, since the pump had been off for approximately 7 hours there was a risk of device thrombosis. A pump exchange to another lvad was subsequently performed on (B)(6) 2018.

Manufacturer narrative:
The report of a driveline fault and pump stop events can be confirmed based on the submitted log file. The log file, dated 12oct2018, contained approximately 13 days of data, spanning from 28sep2018 19:21 to 11oct2018 07:27, which captured numerous driveline fault alarms and low speed and pump stop events while the patient was supported by batteries. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with two or more compromised wires in the patient's driveline; however, a specific cause for the events cannot be conclusively determined through the evaluation of (B)(4), as the entirety of the driveline was not returned. (B)(4) was returned assembled with driveline cut approximately 7.5¿ from the pump housing and a 2.5¿ portion of the severed driveline was returned. The sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the remaining blood-contacting surfaces revealed no adhered depositions or thrombus formations. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope. No abnormalities were found. Continuity testing was performed on both portions of the returned driveline and all wires were found to be electrically intact. No shorts or discontinuities were found during the electrical continuity testing. The shielding, bionate, and repair were removed, and examination of the underlying wires revealed no insulation breaches or damage. Both portions of the returned driveline were submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii patient handbook and the heartmate ii IFU explain all alarms, including a driveline fault alarm, and the proper actions to take if the alarms cannot be resolved. The heartmate ii lvas IFU also discusses damage due to wear and fatigue of the driveline.